Event description:
Foreign matter was found. The device was used with ji2000. User training schedule is unknown. There were no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
The lot code provided was 500371. The production records for this lot were reviewed and no non-conformances were found. The item was confirmed to have been returned with a small piece of foreign matter sealed in the outer package. The returned product was re-inspected and passed the visual and tappi inspection requirements. The tappi requirement states: ¿there shall be no loose particles or foreign matter in the flexible blister larger than .80 sq mm in any dimension and no more than five particles .25 sq mm or larger, measured with the transparent chart for estimation of defect size.¿ the foreign matter found was less than .80 sq mm. The origin of the foreign matter could not be identified. The exact root cause could not be determined. The packaging process was reviewed. The tubing set is received from an outside vendor in a plastic bag. The operator folds the top of the bag behind the tubing set and places the bag into the formed package cavity (folded side down). One potential root cause could be the foreign matter was attached to the inner bag and fell into the outer package prior to sealing, however this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.